Event description:
It was reported that post procedure, after the implantation of the rx acculink in the right internal carotid artery, the patient had hypotension and bradycardia. The bradycardia was treated with atropine and beta blocker medication was held. The hypotension resolved the same day without treatment. The patient was discharged home the next day; however, the sinus bradycardia continued. The patient did not have any symptoms from the bradycardia. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential adverse events as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.